Event description:
It is reported that a customer keeps receiving a no delivery alarms on their insulin pump. The patient's blood glucose level was at 19.9 mmol/l. The customer stated that there were no significant events that could have led to the issue and would like a replacement pump due to their dissatisfaction of their current pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer will send the product back for analysis. A replacement pump will be shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.